Manufacturer narrative:
An identified high gradients during implant and in follow up was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm epic supra valve was implanted in the patient. After the release, high gradient's (15/10) was identified. After 10 months, the gradient appeared higher (26) together with prosthesis insufficiency and simtron was introduced. A follow up will be conducted after 3 months. The patient was reported stable.